Event description:
It was reported that the patient presented in hospital for an initial implant. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was removed and not replaced. The patient was in stable condition.

Manufacturer narrative:
Correction- b5: the lead was removed and replaced.

Event description:
It was reported that the patient presented in hospital for an initial implant. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿rv lead high impedance¿ was not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and xray examinations showed the helix was bent and the inner coil at the connector region was overtorqued and one filar was broken consistent with procedural damage. Electrical testing performed did not find any indication of internal shorts. The low voltage impedance test result was normal.